Event description:
It was reported that the patient's battery was overdischarged due to patient compliance issues and required replacement. The number of overdischarges before replacement was unknown. As a result of the event the patient lost stimulation. Following replacement the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 377745, lot# v014566, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient product ID 3550-29, lot# n142181, implanted: (B)(6) 2008, product type accessory. (B)(4).